Event description:
It was reported that an alarm sequence, starting with alarm 2 followed by alarm 26, occurred, indicating an occlusion issue. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a series of steps, including disconnecting and adjusting the tubing, and delivering boluses, which did not resolve the recurring alarms. Ultimately, the customer was instructed to replace necessary supplies and resume insulin therapy, with arrangements for additional assistance if needed.